Event description:
It was reported that noise and an increased capture threshold were observed during a routine follow-up. The patient was asymptomatic. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-8.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and unacceptable threshold.

Event description:
New information received indicated that noise continue to be seen on stored egm. Noise was reproducible. During the revision procedure, the lead was noted to be severely damaged on the proximal end with a break in the insulation in the pocket region. The lead was explanted and replaced. The patient was in stable condition post-procedure.